Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Should any additional relevant clinical information e provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6). Mehta, n., graham, s., lal, n., wells, l., giotakis, n., nayagam, s., & narayan, b. (2021). Fine wire versus locking plate fixation of type c pilon fractures. European journal of orthopaedic surgery & traumatology, 1-8. Doi: doi.org/10.1007/s00590-021-03048-3.

Event description:
On the literature article named "fine wire versus locking plate fixation of type c pilon fractures", the authors of the study reported that, when using an orif system to treat type c pilon fractures, one patient experienced a non-union requiring an additional surgery with conversion to hexapod frame. No further information is available.